Event description:
Attorney advised pt diagnosed with severe degenerative joint disease underwent a left ankle arthrodesis with a modified blair fusion with a synthes 4.5 mm cortex screw, allosource freeze dried cancellous chips (3-cc) and autologous graft. Pt noted to have 'failed arthrodesis' on x-ray taken post operative. During revision procedure, the intact screw was removed and pt was revised to a depuy left total ankle replacement with two synthes screws for syndesmosis fixation.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the MFR date without a lot number.